Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received antitachycardia pacing and high voltage therapy for supraventricular tachycardia. The device diagnosed the rhythm as ventricular tachycardia. Programming changes were made. Patient is currently stable.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the patient received another inappropriate therapy for svt/vt discrimination. Intermittent ventricular undersensing was also observed. Programming changes were suggested.